Event description:
The customer reported that the 840 ventilator had a blank gui display while in use on a pt. The pt was not harm or injured as a result of the event. Covidien customer support engineer (cse) inspected the device. The device was upgraded from 9.4 to 10.4 the graphical user interface (gui) display. The unit passed extended self-testing.